Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. Following the initial evaluation, a philips remote service engineer confirmed the device failure requiring replacement of the proportional valve, three-way (3-way) solenoid valve, and the outlet side panel to resolve. A final report is being submitted. A final report is being submitted. If new information becomes available following further evaluation that changes the outcome of the investigation and associated medical device reporting, a supplemental report will be completed.